Manufacturer narrative:
Since the subject device has been not returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device could not displayed during an incoming inspection at olympus service operation repair center (sorc). Sorc found the image unit failure which was cause of the reported phenomenon. There was no patient injury associated with this report. It was not provided the other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility this phenomenon was attributed to the ccd failure due to the overcurrent. The overcurrent might be attributed to the electrical short due to the corrosion or liquid on the electrical contacts. If additional information becomes available, this report will be supplemented.